Manufacturer narrative:
(B)(4). The events of seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and rupture.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿encapsulation of the device¿, ¿capsular contracture¿ baker grade unknown, ¿inflammation¿, ¿nodules¿, ¿device folded with liquid, meaning intracapsular rupture¿. The left side device has been explanted.